Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 01/12/2024, it was reported that the patient did not experience any symptoms prior to and/or at the time of the event. According to the call review, the patient claimed the cgm was 100 mg/dl. The patient couldn't remember the exact values. High or low bias inaccuracy was not specified nor clarified. Paramedics arrived and treated the patient was treated with IV fluid. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.